Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose level of 600 mg/dl. The customer was using insulin pump within 48 hours of reported event. Customer treated their high blood glucose with manual injection and gave insulin drip in hospital. Customer stated that the blood glucose would not come down with bolus. Customer did not alleging insulin pump was under delivering. Customer reported that the bolus wizard was programmed accurately and bolus history displays all bolus entries based on their recollection. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.